Event description:
During the implant, it was difficult to insert the guidewire in the left ventricular lead. The lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event which was unable to insert a guidewire was not confirmed. As received, a complete lead was returned in one piece. The guidewire used in the field was not returned. A test guidewire was fully inserted into the lead with no obstructions. Visual examination of the lead found no anomalies.